Manufacturer narrative:
Device not yet received my manufacturer.

Event description:
Broken roi-c : 2 cages, 1 anchoring plate, 2 starter awl. 3 level acdf. Lot of force needed to start the caspar pin in the c6 c7 level. Patient probably has very hard bones. Starter awl was used but while impacting the first anchor, the cage broke. Same thing happened with a new cage. Procedure was eventually performed with a long awl and 2 other cages were implanted with anchoring plates successfully. Surgery was 2 hours delayed. Surgeon may also impact harder than normal according to reporter. All broken parts were retrieved. Devices are returned but not yet received by manufacturer.

Event description:
Broken roi-c : 2 cages, 1 anchoring plate, 2 starter awl. Several attempts were made to collect information on the event , no answer received no patient impact reported for this event.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records and the recurrence of this type of event for this implant, the likely cause for the event is an excessive force when impacting starter awl and anchor. However, for the lack of information received, this hypothesis could not be validated. The cause for the device issue is unknown. The description received did not allow to understand perfectly if the surgical steps were followed or not. The investigation found no evidence to indicate a device issue. Root cause is unknown. Device not received by manufacturer.